Event description:
At three and one-half months post-operatively, the pt was performing overhead weightlifting when pt heard a 'pop' and the site of the surgery turned black and blue. The individual after this incident could not raise the arm. Three weeks after this event pt was re-operated on. The anterior ultra-fix rc anchor had the stitch broken. The posterior anchor had pulled out of the bone and the stitch was broken as well. The anchor was found in soft tissue and removed.